Event description:
Boston scientific received information that patient with this right ventricular lead received an inappropriate shock. This pace/sense lead was in service in addition to the shock channel on a defibrillation lead. Several non-sustained ventricular tachycardia episodes were documented. The suspected cause of the inappropriate shock was oversensing of noise. This lead was explanted and replaced. This lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this lead was thoroughly tested. The cathode coil was found to be fractured due to the tie down of the suture sleeve. This could have caused the noise that was oversensed, leading to the inappropriate shock.